Event description:
It was reported that during a da vinci surgical procedure, the "wire" on the permanent cautery hook instrument broke. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the drive cables and conductor wire are not damaged at the wrist. The conductor wire cap is missing, thus causing the wire to stick out of the distal clevis. The instrument passed electrical continuity testing. Engineering also observed that the instrument presents arcing at the cable crimp. The yaw pulley has charring near the cable crimp and has a piece broken off. The hook insulation has material removal just above the crimp. No other damage was found. There are no indications from the site that the missing instrument components fell inside of a pt during a surgical procedure.